Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, earlier that day, a navigation system became unresponsive. In trouble-shooting, the system became unresponsive a second time, it was noted that the mouse would not move. A different navigation system was brought in to re-register the patient. The surgeon opted to continue and completed the procedure with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not made available from the site. On (B)(4) 2015, reported issue could not be replicated. On (B)(4) 2015, medtronic representative reported successfully completing a system check-out, re-booting the system, then leaving it on for 1.5 hours and upon return, the mouse was unresponsive in the surgeon screen. After another re-boot, the system completed another system check-out successfully. It was not reported how long the system had been on when it became unresponsive during the procedure. Return requested. Replacement computer shipped to site (B)(4) 2015. Medtronic investigation of returned suspect computer finds: initial power on successful, post. No hdd errors reported. Initial ram test pass. Computer passed all testing with no problem found. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2015, a medtronic representative, following-up at the site, reported the system has been functioning properly. On (B)(6) 2015, software investigation resulted in a recommendation to replace the system computer. No further issues have been reported.